Event description:
It was reported that this right ventricular lead was explanted due to dislodgement, high pacing thresholds and no slack. Lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Lead returned in two segments, severed ~90 mm from the terminal end induced damage during explant. The high capture threshold allegation was not confirmed, based on normal lead segment resistance measurements and showed no conductor issues. The dislodgement allegation was not confirmed, evidence from the field and product analysis were insufficient to verify dislodgement.

Event description:
It was reported that this right ventricular lead was explanted due to dislodgement, high pacing thresholds and no slack. Lead was replaced. No additional adverse patient effects were reported.